Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube close to the distal tip. A small piece was missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument's shaft broke while surgeon was using it. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: damage was noted at the distal end. No material was missing or detached from the portion of the device that enters the patient¿s body. No problems removing the instrument through the cannula. A backup instrument was used.